Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the wing nut has sheared off mid-thread. A portion of the threaded shaft of the wing nut still remains in the returned holding sleeve. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The relevant drawing was reviewed with no product design issues or discrepancies observed. The manufacturer is unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. The condition of the holding sleeve and broken wing nut is consistent with significant use and excessive tightening. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reported lot number 7965884 was used for the semi-finished part. Out of this sub-component finished lots 8138946 and 8208683 were made and it is unknown which lot matches the complained part. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 394.46, lot 7965884: reported lot number 7965884 was used for the semi-finished part 3742. Out of this sub-component following finished parts for the us market were made: part 394.460-us lot 8138946, part 394.460-us lot 8208683. A DHR review was performed for all potential parts, with following result: part 3742 lot 7965884. Manufacturing date: 17 aug 2012. Part 394.460-us lot 8138946. Manufacturing site: (B)(4). Manufacturing date: 25 oct 2012. Part 394.460-us lot 8208683. Manufacturing site: (B)(4). Manufacturing date: 13 dec 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, at the end of an unknown surgical procedure, when the large distractor had been removed from the patient, and was being disassembled, the wing screw broke off in the holding sleeve. A piece of the threaded portion of the wing screw remains in the holding sleeve. No fragment fell in the patient, and there was no reported surgical delay or harm to the patient. The sales consultant was not present for the procedure. Concomitant device reported: large distractor (part # unknown); (lot # unknown); quantity 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.